Manufacturer narrative:
The hospital biomed, together with ge healthcare technical support, performed a checkout of the system and a review of the logs confirming the reported issue. The root cause was a failure of the exhalation valve flow sensor. This would only affect monitoring. The hospital biomed was instructed to replace the exhalation valve flow sensor. There was no delivery issue. Ventilation was still available. Thus, this case has been re-assessed as not reportable.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, there was ventilator failure and apnea/exhalation valve alarm. There was no reported patient injury.